Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024- 15635 - device 1 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012802, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 23-oct-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6012802" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012802 was manufactured according to the work instruction (wi) version 122 and manufactured in the line 8 on 03-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test for the code adhesive patch lifts or detaches during use only use for confirmed adhesive issue, all test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set fell off while using on (B)(6) 2025. The infusion set was in use for 6 hours. The insertion area was cleaned and air-dried and skin tac adhesive aid was used at the area of insertion. The patient went to the emergency room (ER) and eventually got hospitalized. Blood glucose level was 380 mg/dl at the time of the event and patient got treated with intravenous and fluids of saline and insulin. The duration of hospitalization was three days. The patient got released from the hospital on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15635. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012802, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 23-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012802". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the 6012802 was manufactured according to the work instruction (wi) version 122 and manufactured in the line 8 on 03-apr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test for the code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.